Event description:
Patient contacted dexcom on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to pain soon after insertion, the sensor wire appeared to remain under his skin. Two days later, patient sought medical intervention. A physician performed an x-ray. The following week, the physician conducted surgery to remove a majority of the sensor wire from patient's arm. At the time of his call to technical support, patient reports that he is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.